Event description:
Patient underwent a plif at l4 to s1 levels on (B)(6) 2007 for chronic lower back pain and right, greater than left, lumbar radicular pain. (B)(6) 2007 lumbar spinal stenosis with foraminal stenosis l4-s and l5-s1. Lumbar degenerative disk disease l4-s, l5-s1 levels with a positive concordant diskogram (B)(6) 2007 chief complaint: followup lower backpain. L4-l5, l5-s1 lumbar degenerative disk disease. Left greater than. Right lumbar radiculopathy. No real improvement since last visit (B)(6) 2008 MRI l-spine w/wo contrast at t12-ll, ll-2, l2-3, no disc herniation, significant stenosis present. At l3-4, mild facet arthrosis and mild annular bulge present which results in no more than mild overall central and bilateral sub articular stenosis with slight foraminal narrowing. (B)(6) 2008 patient continues to experience persistent pain in the back extending down the back of the hips and thighs to the calf area on the right and to the feet with complaints of numbness and tingling in both legs and weakness in both legs. Pain is a throbbing, aching sensation. It is 8/10 back and legs.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "significant pain and required me to see a doctor frequently after the surgery and [is]constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.